Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for increased and high impedance on both the superior vena cava (svc) coil and the right ventricular (rv) coil of the right ventricular lead. Artifact was also noted on the can to rv coil and rv tip to rv coil of the lead. The alarms were turned off for both coils. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.